Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 6 years post implant, on (B)(6) /2014, the patient was admitted into the hospital with a driveline infection. Upon review of the event history, three events with decreases in speed to 4000 rpm and 5000 rpm were noted. The average estimated flow was 6.3 lpm. The set pump speed was 10000 rpm with a set low speed of 9200 rpm. The patient could not recall any events. On (B)(6) 2014, the patient¿s speed decreased to 7000 rpm and his flow was maintained at 6.0 lpm. The patient and hospital staff did not hear any audible alarms. On (B)(6) 2014, it was reported that the patient had no further issues with decreases in speed below the low set speed limit. The patient is being treated for a "raging" driveline infection with IV antibiotics. The patient is stable and will continue to be monitored.

Manufacturer narrative:
The pump remains in use supporting the patient, and no further issues have been reported. The report of low speed events were confirmed by the evaluation of the submitted log file; however, specific causes for the low speed events and the reported driveline infection could not be determined. Before and after the low speed events, the pump appeared to be operating normally. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported on (B)(6) 2015, that the patient did not experience any further issues, and was still receiving cipro for serracia infection.

Manufacturer narrative:
Approximate age of device: 6 years and 3 days. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.